Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'improper shut down / pump turn off' was reproduced. A review of the history log revealed improper shutdown messages on the reported event date. An ¿improper shutdown!¿ message occurs at power up following power loss to the pump.the history log cannot be used to determine how power became disconnected. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation inspected the device and found depressed battery contact pins due to dried liquid substance and could not be put back to its normal bouncing position impeding proper contact with the battery. The back flex battery contacts pins do not make contact with the battery pin, causing the reported problem. Battery contact pins require cleaning to correct the problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump turned off upon device power up in the medicine ii department. There was no patient involvement. No additional information is available.